Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the caller from the hcp's office called while meeting with pt who reports that for the last few months "it is not working very well". Pt denies any falls or trauma to the area that may be associated with the change in therapy. Caller reports that the pt was originally on program 7 and it would not allow them to turn stimulation above 0.6ma. Caller reports they tried all of the other programs and they also would not allow them to go any higher than 0.6ma before giving an alert message. Agent had caller perform an impedance check, which showed: ref 3 - case is green, 2 is green, 1 and 0 are >4000ohms. Ref 2 - case is green, 3 is green, 1 and 0 are >4000ohms. Ref 1 - all >4000ohms. Ref 0 - all >4000 ohms. Agent had caller create a custom program with 3+ and 2-, which allowed them to increase stim to 1.2ma at which point pt reports that stimulation is comfortable. Caller reports they will also create other custom programs with 3 - and 2+, as well as using the case as + with contacts 2 and 3 to give the pt a few options. Agent also discussed turning off the visibility of the other programs giving the error message so that the pt did not use these. Caller reports they will have the pt try these new programs and report back if they are working or not, and will call technical services back if further troubleshooting is needed.